Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5, lab: 1.6. Therapeutic range 2-3. Pt treated on blood draw. The results drawn within 2 hours of each other. Coumadin taken in pm. Pt had dialysis night before draw and also has liver disease.